Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, the sutures of two proglide devices were placed in a moderately calcified right common femoral artery using the preclose technique. The arteriotomy was a 6fr and, during the interventional procedure, the sheath was upsized to an 18fr sheath. Reportedly, after the interventional procedure was completed, bleeding continued. Using the contra-lateral approach a femoral angiogram was done which revealed a tear in the artery. The tear was treated with a non-abbott stent. It is unknown what caused the tear in the artery. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the right common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report.